Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Please reference medwatch report 1220908-2014-01501 for the first device. Complainant indicated that the pt subsequently expired.